Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using conquest balloon. During the procedure, the edge interfered with the stent and caused to shift upon removing. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest that are cleared in the us. The pro code and 510 k number for the conquest are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using conquest balloon. During the procedure, the edge interfered with the stent and caused to shift upon removing. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest that are cleared in the us. The pro code and 510 k number for the conquest are identified in d2 and g4 manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one conquest pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted the catheter was returned bloody. No anomalies noted to the bifurcate or luers. During functional testing, an in-house presto inflation device was used to inflate the balloon. Balloon was inflated and was able to maintain pressure. The balloon was deflated without issue. No other functional testing performed. Therefore, the investigation is inconclusive for the reported entrapment as the condition of use couldn¿t be replicated under laboratory conditions. A definitive root cause for the reported entrapment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.